Manufacturer narrative:
(B)(4). It was reported that a patient underwent a spinal procedure on unknown date and topical skin adhesive was used. The patient experienced a blistering skin reaction at the surgical site, a severe urticarial maculopapular rash, around the incision, but spreading wider across back. The surgeon reported that, prior to the procedure, chloraprep was used on the site and then the skin was wiped down with a wet/dry. Patient was treated with topical medication, benadryl and steroid medrol dosepaks.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a spinal procedure on unknown date and topical skin adhesive was used. The patient experienced a blistering skin reaction at the surgical site. The patient required steroid treatment. The surgeon reported that hibiclens was used on the site prior to the procedure. Additional information has been requested.